Event description:
During testing and repair at the independent repair center, the irc10lxo2 concentrator is alarming (red light). This was due to a leaking pe valve assembly which led to the malfunction.